Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. The reason for the return was confirmed. Correction d4.2 (expiration date), d4.4 (lot #) <(>&<)> h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of a fusion hollow fiber oxygenator, it was reported that a leak was seen to be dripping from the bottom of the device during priming. See attached video. The device was replaced. There was no patient involvement, so no adverse effect occurred additional info b5: medtronic received additional information that the customer did not observe any damage to the devices in the tray or to the tray. The shipping box for the tray is removed before it gets delivered to the or so the customer had no visibility for damage to the box additional info d4: expiry dates info added additional info h4: manufacture date info added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
26-february-2026 (B)(6): the fusion oxygenator was part of the following custom tubing pack. Model number: bb11p45r16 lot number: 232650260. Pli 10 updated to bb811, as allegation is against the oxy and not the pack.